Manufacturer narrative:
Event date is approximate. The year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that about 3.5 weeks prior to (B)(6) they thought they had pulled their groin and they were using the restroom more often than before. On (B)(6) 2020 they went to their healthcare professional (hcp) office, where they determined that they fractured their pelvis. They said that there was a possibility that they may have the device removed, because of this. The patient stated that the device seemed to work at times and didn't work at other times. On the call the patient was on program 1 at 3.7 v and they did not feel stim all of the time.